Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain near the implant site with and without device use. The recipient's mastoid bowl in the ear canal was assessed and cleaned due to infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's ear was reportedly debrided on (B)(6) 2023. The recipient's infection and pain have resolved. The recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.